Event description:
It was reported that the atrial lead was "compromised" with noise noted. During device interrogation, the programmer head fell off and a message stating "diagnostic reset" was noted. Atrial and ventricular high rate episodes were seen on the episode list, but when trying to view the egm (electrograms) a message stating "invalid data" was received. The atrial lead was programmed to unipolar and remains in use, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-58 lead, implanted: (B)(6) 2001. (B)(4).